Manufacturer narrative:
The insulin pump alarmed compromised force sensor during prime/compromised force sensor test and motor error during basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump was received with missing end cap sticker and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.